Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was reported as due to an intestinal infection; however, this could not be medically confirmed, therefore, the cause of the event was assessed as unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. The patient was treated with vancomycin "2x1" (dose, route, and frequency not reported) and fortum (also reported as forum "1x1") (dose, route, and frequency not reported) for two weeks for peritonitis. Dianeal and extraneal therapies remained ongoing. The patient's recovery status and outcome of the event were not reported. No additional information is available.